Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/21/2021.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was evaluated on site by a qualified technician. During evaluation, the left and right rear wheel were observed to be faulty and were replaced and the device was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a prismaflex machine the wheel was found loose. To resolve the issue, the qualified technician replaced the left and right rear wheels. There was no patient involvement. No additional information is available.